Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that prior to insertion it was noticed that the tip was not sharp and has broken off. It was not able to be used and the procedure was completed with another screw. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
The device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted and: the investigation of the complained screw shows, the very front of the tip is indeed damaged (missing / broken off). It is clearly visible though that the screwdriver had been inserted to the screw head, marks on the star drive of the screw head are evident. Note that we are aware of the fact that this is a rather delicate design, nevertheless unable to determine at which stage the tip got damaged. We can only suppose that the tip maybe have been damaged somehow prior to insertion (as mentioned on the dr). Unfortunately, not given the lot number, therefore, unable to check the manufacturing papers. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.